Manufacturer narrative:
After it was received, the ICD was visually inspected. In the process, the sparkover traces were detected on the ICD housing. The dot-shaped spot of locally melted titanium indicates a sparkover during a shock delivery between the housing and the hv-1 connector of the leas. Therefore, a damaged insulation of the hv lead can be assumed, which is confirmed by the clinical observation. Interrogation of the ICD was not possible, which is plausible as secondary failure of a shock delivery into a low-ohmic shock path. The device memory data could therefore no longer be read. The manufacturing process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, the clinical observation could be confirmed. The noted sparkover traces and the inability to interrogate the ICD most likely resulted from a shock delivery into a low-ohmic shock path due to a damaged insulation of the hv lead. A further destructive analysis of the ICD is possible but need advance approval from the bfarm according to -12, (2) mpsv. If this approval should be granted, the report will be updates accordingly.

Event description:
Ous MDR - after an implantation time of about 3 weeks, it was reported that the patient needed to be resuscitated and was externally defibrillated for 15 minutes. Following that, the device could no longer be interrogated. The patient was moved to another location on (B)(6) 2015 where the ICD was explanted on (B)(6) 2015. The device was returned to biotronik for analysis. On (B)(6) 2015, it was reported that the patient died on (B)(6) 2015. Biotronik currently has no detailed information on the circumstances of death. The prosecutor's office is having an autopsy of the patient carried out. If we should receive further details, we will forward them to you. (B)(6)